Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure at the site from the IFU was detected. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus europa holding gmbh (oekg) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented. In addition, the number of people was incorrectly stated in b5 of the MDR submitted on jun 4, 2020, and it is corrected as follows. "Omsc is submitting five medical device reports according to the number of infected patients."

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, as follows below, it is possible that time has passed from the time of use of the subject device, which is suspected to be patient infection, to the two microbiological tests, and bacteria were not detected from the subject device due to changes in the channel condition. In that case, the event may be a cross-infection due to the bacteria remaining on the device. The cause of the bacteria remaining on the device cannot be identified, but it is possible that the facility's reprocessing method deviated from the instructions for use (IFU). - between february 25, 2020 and april 21, 2020: period of use of the scope suspected of being infected by the user facility. - june 9, 2020: microbiological test sampling date conducted by the user facility. - december 16, 2020: start date of microbiological test conducted by olympus europa holding gmbh (oekg) . Alternatively, the infection may have occurred due to a cause other than the subject device.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. - suction channel: enviromental mycobacteria (1cfu/100ml). - instrument channel: enviromental mycobacteria (4cfu/100ml) and unspecified microbes (6cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor lancer using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europa holding gmbh (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the suction channel of the subject device. After the microbiological testing, the evaluation of the subject device by oekg confirmed following defects. - the distal end had been damaged. - the insertion tube had been squeezed at several times. - the instrument channel port had been corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility performed an unspecified procedure using the subject device on seven patients between february 25, 2020 and april 21, 2020, and five patients were infected with mycobacteriumavium. The user facility stated that the patients were currently well, however the potential of lasting infection was not yet known. Other detailed information such as the reprocessing method was not provided. Omsc is submitting two medical device reports according to the number of the infected patients. This is 5 of the 5 reports.